Event description:
A review of service data detected a reportable event. Upon servicing battery charger/modem sn (B)(4) was unable to power on. The last patient to use this battery charger did not report and deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon investigation the charger/modem would not power up. The cause of the charger/modem not powering up has been isolated to an intermittent connection at pin 23 of the flash memory. The root cause of the intermittent connection could not be positively identified, but the damage is likely the result of the charger/modem impacting on a hard surface. No adverse event resulted from the flash memory failures. The last patient to use this charger/modem did not report any problems.